Event description:
It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion. The patient was not symptomatic due to the event. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.